Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that all of sudden the device had started to kill the patient in the right si joint area. It felt like nerve pain and they couldn't get it to stop. When they first got the stimulator it felt great, it only took four days after surgery to feel good, so with this pain they thought their body was trying to get use to it there. The patient woke up laying on their hip (good hip) where the device is. They woke up to a shock in the night and texted their representative. The patient felt a shock from the stimulator, after it shocked them the pain had persisted. The patient didn't know if the device moved or if it was on a nerve or lying differently. When the patient stands up to walk they couldn't even move their leg. The patient said it felt like when their lead broke and she went to the hospital. It hurt a lot when they sit down and when they go from sitting to standing. When they lean forward there is a pain that is like something is pressing on something that shouldn't be. The pain is not all the time. It feels tight in the area. They had been icing it. Patient services asked if they put the stimulator in the old pocket. The patient said, no they created a new pocket. They had not had any falls or accidents. Patient services asked if the patient had tried lowering the stim. The patient said, yes they had tried lowering the stim and tried different channels. When on program 5 they were doing good and then they felt shaky inside. Their current setting was program 4 at .7 volts. Patient services asked if they had tried turning the stim off. They said no. They then tried turning the stim off. They said, it felt better, but then when they sit and stand they said the pain was still there. When stim was off their back didn't hurt like it did. The patient said their back was so tight, it almost felt like puffiness where the center lead was. The issue was not resolved through troubleshooting. The patient said they called their physical therapist. The patient was redirected to their healthcare provider to further address the issue.